Event description:
The balloon was noted to be defective (blood came back, balloon burst) as soon as it entered into the catheter for advancement into the patient's body. It was withdrawn immediately, and the patient was not adversely affected. A different type of balloon was used successfully. Per the op report, "we then attempted to use a 3.0 x 10 mm wolverine cutting balloon for further lesion modification, but blood was noted to be leaking into the hub upon insertion of the balloon through the y-connector. Inspection of the balloon outside of the body revealed a leak in the distal shaft.".